Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis results revealed no anomalies found.

Event description:
It was reported that the patient experienced episodes of syncope and follow up revealed left ventricular dysfunction. The device was removed and replaced with a cardiac-resynchronization therapy device. No further patient complications have been reported as a result of this event.